Event description:
It was reported that the patient experienced a shocking or jolting sensation at the implantable neurostimulator (ins) location when stimulation was turned on, starting two weeks ago. There was no known accident or incident related to this complaint. The patient also sometimes felt shocking in the leg. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient underwent surgery to try to eliminate or reduce the shocking sensation she experienced which stimulation was on or while recharging. The original leads and battery were removed and replaced.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: na, lead model 3778-60, serial# (B)(4), implanted: 201 1-(B)(6), explanted: na, programmer model 37743, serial# (B)(4), accessory model 37752, serial# (B)(4).

Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6), lead model 3778-60 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6).